Event description:
Boston scientific crm received information that this patient fell. Both the dextrus atrial lead required repositioning. There was no indication of lead damage. In a revision procedure, the leas was explanted and a new lead was successfully implanted. No adverse patient effects were reported.